Manufacturer narrative:
Submit date: 10/01/2008. An investigation is currently underway. Upon completion the results will be forwarded. Multiple attempts have been made to the customer requesting additional information into the alleged reported defect. No response has been received from the customer to date.

Event description:
It was reported to covidien that a customer had a problem with a blood collection device. The customer reports needles are separating from the device during draw or during activation.